Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had unexpected restart. A cold reset was performed. Customer¿s blood glucose was 185 mg/dl at the time of incident. Customer reports they were able to clear the alarm. Customer reports pump did require rewind. Customer able to complete rewind. Customer stares that alarm occurred multiple times in past week. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart error noted during test.